Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Reporter occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a high inr result from a coaguchek xs meter serial number (B)(4) compared to a laboratory using the stago neoplastin method. At 7:44 am the meter result was 5.6 inr. At 9:30 am the laboratory result was 3.4 inr. The customer's therapeutic range is 1.8 - 2.5 inr. The results in question were reported to the customer's doctor. The meter result was believed and the customer held their dosage on (B)(6) 2019. On (B)(6) 2019, based on the laboratory result the customer's warfarin dosage was decreased. The customer was not for sure if they applied the drop of blood within 15 seconds. The customer is anemic but does not know their hematocrit. The customer was on heparin from (B)(6) 2019 until (B)(6) 2019. The customer recently started taking prilosec. The customer has been on a liquid diet.